Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure with a bifurcated device. A follow up computed tomography (CT) showed a type 3b endoleak. The physician is planning a subsequent endovascular repair procedure to repair the endoleak. To date the secondary intervention has not been reported to endologix. The patient is reported to be in stable condition.

Manufacturer narrative:
Based upon information available and cumulative knowledge gained from similar events, the root cause of the reported event is likely due to a device related failure and off-label usage. Clinical evaluation identified the following events: endoleak type iiib of the main body at the bifurcation, and secondary procedure to reline with a main body. Additionally there was evidence to reasonably support the following observations: 4 vessel fenestrated device (non-endologix) used in conjunction with the main body, endoleak type ii, aneurysm sac growth of 1.1 cm, main body dilation of 32%, decrease of overlap of main body and fenestrated device, and transcaval embolization of lumbar arteries and sac. Clinical review found evidence to reasonably suggest the following contributing factors to the reported event: off-label usage, patent lumbar arteries, movement of the fenestrated device, and place of an oversized fenestrated device into a smaller main body. Device was not returned, therefore, sample evaluation was not completed. The manufacturing lot evaluation confirmed all devices met specifications prior to release.